Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after staples hemorrhoidectomy and thought that the hemorrhoidal cushion has no function. I got lifetime problem of fecal urgency and stenosis. I can't eat in peace or travel in peace due to fecal urgency.

Manufacturer narrative:
(B)(4). Date sent: 04/14/2021. Additional information received: medical report written by me for your reference.